Event description:
A customer tested patient sample for digoxin and a result of 4ng/ml was obtained. The original sample was re-tested and repeated result was 2ng/ml. The repeated result was reported out of the lab. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: a) the fse installed a new precision pump and checked alignments and ultrasonics. B) the customer ran qc with good results. C) the fse would monitor the customer. Although the fse replaced parts, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.